Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. Investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in-clinic, atrial lead noise was observed. The lead was extracted. The patient was stable following the procedure.

Manufacturer narrative:
Additional information: the reported event of noise was not confirmed in the laboratory. Electrical testing and visual inspection did not reveal any anomalies. The damage found was sustained during the surgical procedure. The lead was otherwise normal.